Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine h3 other text: not returned yet.

Event description:
There was no patient involved. A loud bang heard from device.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 10th january 2017. The investigation was unable to confirm the reported fault. The device performed to specification throughout the investigation. The device was returned for loud bang heard from the device. The device performed to specification throughout the history log and throughout testing at heartsine. There was no indication of a loud bang from the device, and no visual abnormalities observed on the exterior or interior of the device. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved. A loud bang heard from device.